Manufacturer narrative:
Event date is (B)(6) 2021. At the time of inspection of the device, it was observed that the adhesive of the objective lens was deteriorated with missing pieces. Other incidental observations are that the distal end rubber coating adhesive was cracked, the master and slave cable tube units were stiff, and there scratches on the tip. Air leak inspection did not show any water leakage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a loaner device that was returned. At the time of inspection of the device, it was observed that the adhesive of the objective lens was deteriorated with missing pieces. This medwatch is being submitted for the reportable issue of the objective lens deterioration with missing pieces noted during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of the legal manufacturer's investigation have confirmed the bad condition of the a-rubber adhesive as much as the objective lenses gluing appearance that showed crumbling by loupe. Both phenomena have likely occurred throughout reprocessing. This product is a loaner device and was put into use in november 2016. The cause of the suggested events cannot be specified. The following are likely causes of the event: 1.) External stress was applied to the subject device. 2.) Glue became deteriorated by chemical attack from chemical solution and the likes, and/or sterilization with sterrad nx, etc. The instruction manual identifies the following related verbiage: ¿important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ IFU (reprocessing manual) specifies as follows: ¿sterilization by sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿. Olympus will continue to monitor field performance for this device.